Manufacturer narrative:
A comprehensive investigation was conducted on discovery. No substantial deviation was identified and all records purport the product was manufactured and distributed sterile in compliance with FDA, state, local, and manufacturer operating procedures. A sister graft from the same lot was tested and met all specifications. There was no report of device failure at the time of surgery. This MDR is being filed out of an abundance of caution due to the removal of allegedly unresorbed acell device remnants during an unrelated procedure.

Event description:
Acell device was implanted on (B)(6) 2014 for inguinal hernia repair. In (B)(6) 2015 the patient underwent an unrelated laparoscopic hysterectomy, and six days post hysterectomy was brought in for bowel perforation and incarceration during which allegedly unresorbed acell device remnants were incidentally visualized and removed.